Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus issue. Analysis was able to confirm the reported error message. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not stay in contact with the screen during testing. The programmer also displayed a "noisy telemetry" error message. The stylus was replaced but the issue persisted. The programmer was returned for service. There was no patient involvement.